Event description:
Home patient reports heater bag inflated with air during treatment on homechoice device. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Exact source of leak is unknown per home patient. Home patient discontinued treatment. No home patient injury reported.